Event description:
It was reported that this pacemaker device is not pacing. No additional information is available at this time. The device remains in-service. No patient symptoms or adverse patient effects were reported.